Manufacturer narrative:
Date available for evaluation: corrected to 30-oct-2019. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm tmicl13.2 implantable collamer lens, - 10.50/+4.0/087 (sphere/cylinder/axis), was damaged/torn during the folding of the lens and when the lens was being pulled through the injector. There was patient contact but no injury. The backup lens was implanted with no problems. The cause of the event was due to a loading error.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found haptic torn. Claim#: (B)(4).